Manufacturer narrative:
.

Event description:
A programming history review occurred on (B)(6) 2016. The review found that high impedance had ben seen with the patient's lead on (B)(6) 2014. Decoder information was gathered and the high impedance actually occurred on (B)(6) 2014. The lead was replaced on (B)(6) 2014. The lead was discarded by the facility where the explant occurred. Therefore no product return is expected.